Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of postlaminectomy pain. It was reported that the patient¿s scs quit working because it reached end of service (eos) and the patient¿s knee gave out when they were walking on the driveway and they fell. The patient reported that the event occurred 2.5 to 3 years ago and they have been making do without it since. The patient also reported that their back has been bothering them since then. The patient noted that they were no longer in contact with their managing physician. No further complications are anticipated.